Event description:
Some of the plating came free from this instrument, entered the wound and was seen on the iris. A new I/a needle was brought into the case. Most of the flakes were removed from the wound and the iris; however, 1-2 tiny flecks remained in the iris despite repeated attempts to remove them.